Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported error received was not confirmed as analysis found the device functioned as intended. Visual analysis and functional testing found the device was able to successfully complete priming, pretreatment, and five treatments without any abnormalities or errors being triggered. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the delivery device was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found the coil was in good condition. The delivery device was functionally tested by connecting it to a generator. The retract/deploy functionality of the needle as well as the buttons used to retract/deploy the needle worked as intended. The original syringe was returned with the device and was used for the functional testing. The device successfully performed priming, pretreatment and five treatments without any issues. The pressure, temperature and rf frequency were monitored and no abnormalities were found. The luer was turned halfway through the treatments to test for possible leaks and none were identified. The device functions as intended. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy, when the delivery device was being inserted an error message stating there was bubbles in the line appeared. The rf cable was unplugged and the plugged back in but the error did not resolve. The procedure was then cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy, when the delivery device was being inserted an error message stating there was bubbles in the line appeared. The rf cable was unplugged and the plugged back in but the error did not resolve. The procedure was then cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.